Manufacturer narrative:
Radiographs showed evidence of one of the two devices collapsed, placement and sizing are appropriate. The images also show evidence of a fusion added on an unknown date. No microbiology or pathology reports or results were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the paucity of information provided. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This devices were implanted along with a fusion at another level. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. This is one (1) of two (2) reports submitted on this event.

Event description:
Patient with two m6-c and acdf revised due to collapsed m6-c. Both devices were explanted. The devices were intact at the time of removal.